Event description:
It was reported the system displayed a fast stop error message. This will result in a system shut down situation. There is no report of death of serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.